Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during the user's handling, a rubber leaked and flooded inside the equipment. As a result, an abnormality occurred in the electronic component, and the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope bending cover leaking, and image with interference during reprocessing. The object cannot be recognized by the noisy image. The customer reported the image had noise which subject was not visible, this was not confirmed during inspection and evaluation. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the bending cover was leaking, the protector was deteriorated, switch was aging, light guide tube was cracked, angulation out of specification, the image was noisy, and heavy angulation. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.